Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location following a fall or trauma. She was reprogrammed twice and subsequently had mild benefit. No injury to the pt was reported.